Manufacturer narrative:
Device evaluated by MFR: a visual examination of the returned device confirmed that the balloon had been subjected to positive pressure and deflated. No issues were noted with the tip section of the device. An examination of the balloon identified no tears in the balloon material. The device was attached to an encore inflation unit, subjected to positive pressure and a balloon pinhole leak was identified. The pinhole was located at 1mm proximal to proximal edge of the distal markerband. A microscopic examination of the leak site could not identify any issues which could potentially have contributed to the leak. An examination of the distal markerband identified no issues which could potentially have contributed to the balloon leak. A visual and tactile examination found no kinks or damage along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac artery. A 10.0 x40, 75cm charger balloon catheter was advanced to dilate the lesion. Upon first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the treatment was a success.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the right common iliac artery. A 10.0 x40, 75cm charger¿ balloon catheter was advanced to dilate the lesion. Upon first inflation at 10 atmospheres, the balloon ruptured. The device was completely removed from the patient. The procedure was completed with another of the same device. No patient complications were reported and the treatment was a success.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).